Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had damaged IV pole connector during routine check, no patient involved.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had broken drawer during routine check, no patient involved.

Manufacturer narrative:
Due to character limit in e1: (B)(6). Full event site name: updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the "panel latched". Function was tested, and it passed. The power-up tests were failing. The earth resistance was -230ohms. The fse tried to refresh the earth lugs, but this didn't improve the resistance test. The fse replaced the ac power cord reel. Functional tests were performed and the iabp was then suitable for use.